Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 305mg/gl. It was stated that the tube came off completely from the infusion set and the customer ended in the hospital. The caller stated that the customer did not receive any alarms, and late in the afternoon she started feeling nauseous. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.